Event description:
It was reported that a preloaded monofocal intraocular lens (iol) is scheduled for an iol exchange due to hyperopic refractive surprise. The patient was unhappy post surgery because of high cylinder, as the dcb00 does not have a cylinder, the patient ended up with high induced astigmatism. Therefore, the patient will need a lens with cylinder correction. Through follow up it was learned the iol was explanted from the patient's operative eye. Another johnson & johnson lens (same model and 22.5 diopter) was implanted as a replacement. During the lens exchange, the surgeon found one of the haptics had significant fibrosis and had to be amputated. An anterior vitrectomy was performed. The patient outcome post-operatively (op) reported some corneal edema present, but overall is doing well. The iol was cut and is not available for return. No other information was provided.

Manufacturer narrative:
Section a2, a4, a5: unknown/asked but unavailable (asku). Section e1 :(B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, there is no additional information available. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.